Event description:
It was reported by the pt's rep that the pt was experiencing pain and discomfort like a needle sticking in him. Doctor can feel something where he is feeling the discomfort.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.